Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 8.0 and 4.1 inr. The corresponding lab result reported was 6.0 and 2.6 inr.